Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the unknown surgery on (B)(6) the zipfix band has opened after application. The band slipped out of the holder. It was further reported that the cutting was made when the cable was not fully tightened. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown. The device has been received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.